Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was giving incorrect volume. A technical support specialist (tss) dialed into the station and found that the c drive disk space had dropped to 8 gigabytes. Knowledge article title low space on c: drive, sqldump, winsxs - pyxis es - locations/methods to free up space was followed to remove unnecessary logs and files and perform windows update cleanup, increasing available disk space to 12 gigabytes. The customer was advised to monitor the station and create a new ticket if the issue reoccurred. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen froze and the nurse was unable to sign out during medication removal. The nurse had to wait at the station, which delayed their ability to administer medication. The machine had to be shut off to sign the nurse out. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.